Event description:
It was reported the customer stated this is regarding a leaking cadd extension line. This line leaks out of the small hole on the back of the filter. This filter also contains a large air bubble. The patient indicates that the pump fell on the floor some time before, does not know whether this had an influence. The line is attached to the body at several points, therefore when the pump fell it could not have pulled the filter. The device is returning for investigation. No credit or replacement is requested. No patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one sample was received for evaluation. Visual inspection found no obstructions, damage, or other defects detected. To conduct functional testing, a leak test was performed. Upon testing, a leak is present in the filter air vent, the reported problem is confirmed. As per IFU cautions section leaking could occur if using solutions that contain high levels of surfactants that may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Updated a1.